Event description:
The facility representative reported an ipump with a condition of "constant beep". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. It is unknown if there was any patient involvement according to the hospital representative. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a constant beep was confirmed and reproduced during product evaluation. The root cause was due to a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up MDR will be submitted.